Event description:
Fenestrated bipolar forceps was discovered in spd (sterile processing department) with a broken cable. Not reported in a case so no patient/ surgical case associated with this report.